Event description:
The patient reported via patient feedback card they had ¿to go to a surgeon¿ for an infection caused by zio xt. It is unknown if the patient received treatment from a physician for the reported symptoms.

Manufacturer narrative:
The patient reported via patient feedback card they had ¿to go to a surgeon¿ for a staph infection caused by zio xt. The patient was contacted multiple times for follow up to confirm the medical diagnosis and if treatment was prescribed from a physician, but the patient could not be reached. Efforts to contact the patient have been exhausted and the patients¿ impact cannot be confirmed due to insufficient information. Device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.